Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely decreased tacrolimus results on one patient. The peak specimen was drawn (B)(6) 2013 at 0937am and generated a result of >30ng/ml. The peak specimen was then diluted 1:2 (per package insert) and generated a result of 14.9ng/ml. The tech repeated the 1:2 dilution and reran the peak sample which then generated a result of 48.5ng/ml. The 48.5 ng/ml result was reported to the physician. All controls were within acceptable limits. The current calibration is also within acceptable limits. There was no reported impact to patient management. No additional patient information was provided.

Manufacturer narrative:
Catalogue # - from the incorrect 01l77-66 to the correct 01l77-25. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, accuracy testing, and a review of labeling. The customer observed a discrepant diluted patient result, while using architect tacrolimus, list 1l77-25, lot 23428m500. A review of customer complaints received to-date did not identify an increase in complaint activity for this issue. Accuracy testing was performed to evaluate the assay's performance. Two internal tacrolimus panels were tested with retained kits of reagent lot 23428m500. The tacrolimus panels are targeted to a known concentration and were within specification, which demonstrates that the assay can accurately detect a known concentration of tacrolimus. The accuracy testing indicates the reagents are performing acceptably. A review of the architect tacrolimus reagent package insert, section: limitations of the procedure sufficiently addresses the complaint issue. Also the procedure section addresses the manual pretreatment step for the whole blood patient specimen and the dilution process to be used if a manual dilution is necessary. A deficiency was not identified as panel testing shows that lot 23428m500 is performing per specification. The complaint text indicates that the customer repeated the dilution and received the expected result. This indicates a sample specific or sample handling issue which reasonably suggests no malfunction.